Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device triggered an alert and was in reset. The device was restored through firmware download. No adverse consequences for the patient were reported.